Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a basal rate that stopped at 4:58 pm. Customer felt uncomfortable with the pump. Customer has been getting high and low blood glucose levels. Customer declined troubleshooting. Customer changed out the battery and her site. Customer was able to take a bolus for the 399 mg/dl. Customer had a dark circle on the pump. Customer's last alarm was a low reservoir alert. Customer stated that the last few weeks, she changed her basal rates a lot due to receiving low blood glucose levels. Customer's blood glucose level went as low as 28 mg/dl. Customer has spoken with their health care professional. Customer stated that this is the first time they have had unexplained low blood glucose levels in eight years since using the pump. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.